Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned. The lead was noted stretched and the inner tubing was noticed kinked/buckled in the medial part of the lead.

Event description:
It was reported that during the implant procedure, there were positioning difficulties. Difficulty was noted inserting through a 7fr introducer as well as difficulty inserting stylets. Additionally, there were excessive turns to retract the helix. The device was not implanted. No patient complications have been reported as a result of this event.